Event description:
It was reported the patient was admitted on (B)(6), 2026, with a ¿confirmed diagnosis of cervical cancer for one month, scheduled to undergo the second course of chemotherapy.¿ to administer chemotherapy, a PICC (peripherally inserted central catheter) was placed via central venous catheterization at 14:50 on (B)(6), 2026. No abnormalities were observed post-procedure. Systemic chemotherapy was administered on day 1 with paclitaxel 280 mg infused intravenously at 150 ml/h and carboplatin 300 mg via arterial infusion. On (B)(6), 2026, prior to the next scheduled administration, a catheter flush was performed. Gauze near the catheter site was found to be damp; upon removing the gauze, fluid was observed leaking from the body. After partially withdrawing the catheter and performing another flush, fluid leakage was detected approximately 5 centimeters from the connector. Following the physician¿s assessment of the catheter length, the leaking section was trimmed, the connector was replaced, and chemotherapy administration resumed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.